Event description:
Reporter alleged blood glucose measured 133, 247, 155, & 310 mg/dl when testing was performed within 5-10 minutes of each other. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.